Event description:
Part not retained on mating part (e.g. Dropped) . The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.

Event description:
Part not retained on mating part (e.g. Dropped) .